Event description:
The carefusion service tech reported that the ventilator¿s turbine did not turn on during scheduled preventative maintenance. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
This malfunction report is being filed outside of the 30-day time frame.